Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the customer experienced bleeding after inserting the abbott diabetes care (adc) sensor and further noted that, together with the user, they pulled the sharp needle that got stuck in the sensor after application. No treatment was provided for the bleeding. There was no report of death or permanent impairment associated with this event.